Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Evaluation summary: products were not returned for review. X-rays, pt's past medical history, and pt's activity level were not provided. Surgical note has been provided and does not indicate any complication. No cause analysis can be performed with the available info. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt was revised for pain.